Event description:
Related manufacturer report number 2017865-2023-35581 it was reported that noise resulting in oversensing was noted on the right ventricular (rv) lead and the right atrial (ra) lead. The physician suspected rv lead damage and ra lead damage, however, no anomalies were visually observed. The rv lead and the ra lead were explanted and replaced to resolve the event. The patient was in stable condition.